Event description:
Complaint number #(B)(4). The event occurred in russia. It was reported that, during preventive maintenance, the hcu 30 temperature in main circuit was not stable, due to faulty actuator (material #701034052).

Manufacturer narrative:
It was reported that, during preventive maintenance, the hcu 30 temperature in main circuit is not stable. The getinge field service technician (fst) was sent for investigation on 2021-03-05. The fst confirmed the failure. The actuator 24v ac/dc 50/60hz (#70103.4052) was replaced. All function test passed. The device is back in clinical use. Therefore, the most probable root cause for the failure "temperature in main circuit is not stable" is a defective actuator 24v ac/dc 50/60hz (material #70103.4052). The product in question was produced in 2008-10-10. The review of the non-conformities during the period of 2008-10-10 to 2021-04-19 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Thus, the reported failure ¿temperature in main circuit is not stable¿ can be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary´s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Further information regarding the repair of the device and investigation of the root cause has been requested. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint number #(B)(4). The event occurred in (B)(6). It was reported that, during preventive maintenance, the hcu 30 temperature in main circuit was not stable, due to faulty actuator (material #701034052).